Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients is male/ (B)(6) years of age and the median weight of the patients referenced is 27 kgs. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Possible models for this manufacturer could include the 5076, 5594, 4965, and the 4968. Referenced article: ¿patient, procedural, and hardware factors associated with pacemaker lead failures in pediatrics and congenital heart disease.¿ heart rhythm (2004) 1, 150¿159. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated that there were patients who experienced fatigue, skeletal muscle twitches, palpitations, dizziness/syncope, chest pain, infections, pericardial effusions, pleural effusions, pneumothorax, right ventricular (rv) lead perforations, iatrogenic lead damage, and ascites. There were also noted lead/conductor fractures, insulation breaks, high thresholds from exit block, dislodgements, failure to capture and lead ¿stretching.¿ the status of the lead is unknown; however, many leads were removed/replaced. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.